Event description:
A medtronic representative reported that during a spine procedure the surgeon found that the inner portion of the screw, that tightens the clamp to the spine, was beginning to erode and requested a replacement instrument as a proactive measure for future use. There was no impact on patient outcome reported.

Manufacturer narrative:
Catalog number corrected to show (B)(4). On initial report, this number was written in the serial number field in error.

Manufacturer narrative:
The patient identifier, age and weight not available from site, quoting (B)(4) regulations forbidding dissemination of those details. RMA issued. Suspect instrument has not yet been returned to manufacturer for evaluation.